Event description:
The health care provider (hcp) reported via the company representative (rep) that there was premature end of the implantable neurostimulator (ins). The patient experienced end of stimulation with return of pain. The patient could not recharge his ins, the ins was already out of order. It was unknown if any diagnostics or troubleshooting was performed. The action taken to resolve the issue was the ins was replaced. The issue was resolved at the time of this report. The patient was alive with no injury.